Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during a lithotripsy procedure, a percuflex ureteral stent was used, and, during the procedure, it was found that the stent was broken and torn. The procedure was completed with another of the same model and there were no patient complications noted.